Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Rpn broke in the bronchial tree it was a complicated but they were able to extract the needle without requiring another intervention. "As per cc form": rpn broke in the bronchial tree it was a complicated but they were able to extract the needle without requiring another intervention. A section of the device did remain inside the patient¿s body. Part of the broken needle, retrieved with bronchoscope the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence if the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? No (the kink in the picture is due to manipulation after terminate the procedure, not during procedure) please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). If the lungs, which lymph node was being targeted 4r and 7 (subcarinal) please describe the size of the intended target site. 1,5cm if not with the device in question, how was the procedure performed and/or finished? Use another needle. Was the device used in a tortuous position? No, normal. Are images of the device or procedure available? Yes (already annexed in previous e-mail). Was it damaged in packaging before removal? No. Was it damaged on removal from packaging? No. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer and model number that was used? Pentax eb 1970 UK was the scope recently serviced / repaired? No. Was force required on insertion of device into scope? No. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Non. It happened after needle retraction. Everything run as usual, and she was surprise to see that part of the needle was missing because all the procedure was totally normal. What is the endoscope manufacturer and model number that was used with this device? Pentax eb 1970 UK. Was difficulty experienced while retracting the needle? No, easy. Was the needle able to be fully retracted before removing from the patient? Yes , but a part of the needle stay inside the patient. Was gaining access to the targeted site difficult? No. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes, for 4r access endoscope need to be in flexed position. Was needle penetration of the targeted site difficult? No . Was the stylet fully in place inside the needle when advancing into the targeted site? Yes . Was the stylet partially removed prior to advancement of needle? No. How many biopsies/passes were obtained with use of this needle? 3 or 4. Did any section of the device detach inside the patient? Yes, see picture (and returned material ). If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. Was there difficulty in attachment / detachment of the leur to the scope? No . If the device is procore and it is kinked distally, is the kink at the notch / core trap? No.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: (B)(4) unit of lot c1911795 of echo-hd-22-ebus-p-c was returned opened not in its original packaging. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on 20 october 2022. The broken needle tip of approx. 1.1cm in length was returned separately to the device. A proximal needle kink below the sheath extender was also observed. Document review including IFU review prior to distribution, all devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p-c of lot number c1911795 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1911795. The notes section of the instructions for use, ifu0110-7 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0110-7) root cause review a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the device being used in a flexed or twisted position as indicated in the additional information which could have caused the distal end of the needle to break. Another possible root cause could be attributed to damage on insertion into the scope resulting in the needle tip breaking after the last puncture attempt. As per the answer to q.1 of the additional questions the kink below the sheath extender occurred due to manipulation after the procedure was terminated. Summary complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The broken needle tip was able to be retrieved from the patient with a bronchoscope. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 25oct2022. Rpn broke in the bronchial tree it was a complicated but they were able to extract the needle without requiring another intervention.